Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported difficulty capturing and tissue injury appear to be related to patient morphology/pathology. The reported foreign body in patient was due to the clip being deployed on one leaflet only. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment was provided for the patient effects. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the device being deployed on one leaflet and tissue damage. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4. Anatomy was very difficult as there was a partial cleft/deep scallop between p1 and p2 on the posterior leaflet. The anterior leaflet was very thickened while the posterior leaflet was very thin with parts calcified. During deployment of the mitraclip nt, the posterior leaflet began to slip out of capture. Right as the mandrel was about to be pulled back the posterior leaflet detached. It was noted that the leaflet tore and the clip fully detached from the posterior leaflet. The clip was then deployed only attached to the anterior leaflet. No further intervention was completed as the clip was still stable on the anterior leaflet and the mr was reduced to grade 1-2. There was no clinically significant delay. No additional information was provided.